Event description:
It was reported that while in the cath lab the md inserted the sheath via the femoral artery. The md then inserted the "j & j smart" through the sheath. As the contrast agent was injected by the "sheen-man zone master injector" the side port of the super arrow-flex sheath came off. As a result, the catheter and sheath were removed, as one unit and another catheter insertion was performed.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.